Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that stimulation was off and the caller inquired for assistance to turn patient's ins back on. The caller was walked through turning ins back on, and they turned stimulation back on successfully. It was stated that patient had been having problems with falling down and walking, further stating that the patient had a fall the day of the report and falls were starting to add up where the patient was falling daily. It was noted that one minute patient was up walking around fast and another minute patient slows down. The caller noted that they did not realize that the device/therapy information was found on you tube, further stating that they found the videos helpful. The caller also stated that they had never had to make a change to the patient's settings before. Caller synced with the patient programmer (pp) and stimulation was on. It was unknown if the health care professional (hcp) provided the patient the ability to change amplitude or groups, and the caller stated they had met with the hcp two weeks ago and thought the hcp would be ok with the caller making a change to the patient's settings. It was reviewed with caller to try to increase or decrease amplitude, if medically appropriate .caller stated patient was set on 2.00 on the left and right side. Caller was walked though increasing stimulation per caller's request. Caller increased stimulation to 2.40 on both the right and left sides. Caller stated patient was feeling better now. Troubleshooting resolved reported issue. The caller was redirected to follow up with the hcp to discuss adjustments patient could make .no further patient complications were reported/ anticipated as a result of this event.